Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e218 (scope malfunction) occurs in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: circuit board failiure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope presented error code b32. The event occurred during set up/preparation for use. There were no reports of patient involvement.